Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) displayed "high" on the meter and high ketones. Elevated bg was addressed with a bolus via the pump and manual insulin injection. Customer went to the emergency room (ER) for diabetic ketoacidosis. Customer was treated intravenously with fluids of saline and insulin. Customer was released the same day with the issue resolved and no permanent damage. Customer reported they changed pump supplies and successfully resumed insulin delivery.